Event description:
The port was placed 9/25/95 on the pt's right side for chemotherapy. On 12/6/96, the port was removed because it could not be flushed. Upon removal, it was found that the catheter had completely broken away from the port and embolized to the pt's vascular system. The catheter fragment was snared out of the pt.